Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her intermediate vision is not good and she is unable to see items on a grocery shelf or computer. She also reported experiencing ghosting in the right eye, on the left side of her distant and intermediate vision. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. (B)(4).